Event description:
Doctor had just placed nasopharyngeal catheter into patient nares with 5 liters of oxygen and patient stated that they had pain in their left chest, immediately followed by complaints of abdominal pain. Patient then began to have respiratory problems, face became very swollen and had crepitus in chest and distended abdomen.code blue was called and patient was intubated. Went to surgery about an hour later for suspected perforation, none found.